Event description:
A customer contacted stryker to report that their device after charging failed to shock a patient during manual defibrillation the first time the button was pressed. The device successfully delivered the shock the second time the button was pressed. Pads were used. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was sent back to the stryker depot for evaluation. The reported issue of no defibrillation energy delivered was not able to be verified and was not able to be duplicated. Root cause was not determined. After completed other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device after charging failed to shock a patient during manual defibrillation the first time the button was pressed. The device successfully delivered the shock the second time the button was pressed. Pads were used. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.